Event description:
The customer reported when the plug-in satellite rack for the the m1165a component monitoring system is attached to an ungrounded operating table, the operating table becomes grounded through the satellite rack and adjacent component monitoring system.